Event description:
It was reported that the customer experienced a past low blood glucose event without a specific value being known, only described as "low." Cause was not known. As a result of this event, the customer lost consciousness and required intervention from emergency medical services, who administered quick-acting glucose as well as placed an IV (specific treatment not specified). Despite this incident, there was no injury reported to the customer. The technical support team advised the customer to discuss potential factors affecting her blood glucose levels with her healthcare provider, and the customer agreed to this recommendation.